Event description:
It was reported that during the implant procedure, the atrial lead exhibited low impedance, loss of capture, and loss of sensing upon being connected to the pulse generator. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).